Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia after announcing and eating dinner, with glucose remaining at 305 mg/dl about an hour later, following a prior elevation to 200 mg/dl after a peanut butter and jelly lunch; the concern was that meal announcements were not sufficiently lowering glucose, and no device component was identified as problematic. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.